Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report. *seal & cut error occurred. There was no patient injury reported. No further information was provided. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On november 30, 2020, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was severely worn.